Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunction was identified during the device evaluation: broken lens. A root cause could not be identified. Based on the results of the investigation, the cause of the suggested event was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the lens of the rigid scope was broken. There were no reports of patient involvement.